Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.